Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were some missing pixels on the pump touch screen. Reportedly, the customer was still able to utilize and see all the texts and graphics on the screen. There was no known impact to the customer's blood glucose level.